Manufacturer narrative:
The insulin pump passed displacement, basic occlusion and prime test however, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on their insulin pump. Insulin pump will need to be replaced. Customer was asked to return insulin pump for analysis. No additional information provided.